Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed. Ts noted that if a save to disk of device information is provided, further analysis can be performed to confirm reason. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not returned.